Event description:
(B)(6) clinical study. It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2011, the patient presented with symptoms of unstable angina (braunwald classification iiic) and was subsequently diagnosed with myocardial infarction. Hence the patient was referred for cardiac catheterization. The de novo target lesion was located in the proximal left circumflex artery (prox lcx) with 90% stenosis and was 12mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 3.50x16mm taxus element stent, with 0% residual stenosis following post-dilation. In (B)(6) 2012, the site reported that the patient died. The cause of death is ¿non-cardiac¿. The site has confirmed that death certificate, index source document and other event related documents are not available.

Manufacturer narrative:
Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).